Event description:
Information was received indicating that a smiths medical pump was emptying cartridges in 24 hours when it should be lasting 48 hours. There was no reported adverse events.

Manufacturer narrative:
H3: one cadd ms3 pump was received with a damaged rear housing. There was no evidence available in the event history log. Functional testing and visual inspection were performed. The reported issue was able to be verified. After testing and inspecting the device, the cause of the cartridge being empty in 24 hours instead of 48 hours is due to broken rear housing at the syringe collar. When the cartridge cap is not properly tightened, the medication could leak from the cartridge and tubing connections and disrupt delivery. Therefore, the rear housing will be replaced to resolve the issue.